Event description:
It was reported to philips that operating desk monitor intermittently black due to 5v power supply failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 5v power supply and reconnected the dvi cable, restoring system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).